Event description:
Per the audiologist, the patient reported non auditory sensations and no benefit from the device at the initial activation after post bacterial meningitis. The results of a CT scan indicate proper placement of the device. The patient was explanted (B) (6), 2009 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
Patient has discontinued use of device. Implanted device remains. Device not explanted as previously reported. The contralateral ear was implanted on (B)(6) 2009. (B)(4).